Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: september 24, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that the complaint device was received with the plunger rod fully advanced. The cartridge tip was slightly bent and viscoelastic residue was distributed through the length of the cartridge. The lens module presented with damage and viscoelastic residue. The device assembly presented with no issues. The plunger rod advancement was inspected and resistance was identified. The lens was cleaned and presented with a a scratch on the center of the optic body and small cosmetic issues around the entire optic body. The following issues were identified during product evaluation: "cosmetic issues", "cartridge tip cracked/damaged" and "plunger rod issue". Conclusion: based on the investigation, there could have been a product malfunction due to the resistance from the handpiece that could have contribute to the reported complaint issue. A nonconformance was opened for this issue and corrective actions will be implemented as required by the nonconformance. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded extended depth of focus intraocular lens (iol) plunger was pushed forward after it was set with ophthalmic viscosurgical device (ovd), the iol optic was found to be scratched. There was no patient contact with the device. The surgery was completed using a replacement iol. No intervention was required. No further information was provided.